Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6945 implantable tachy lead 2002-(B)(6). (B)(4).

Event description:
It was reported that the patient presented not feeling well. It was found that the atrial lead was oversensing far field r and t waves. The atrial sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.